Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia) for intermittent t-wave oversensing (twos). The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 4 lead failure predictor (lfp) high rate-non-sustained (ns) episodes less than or equal to 215 ms average v-cycle on (B)(6) 2012 in the timeframe between 06:51:27 and 06:55:23. Interference/noise was also noted. The ventricular short interval count (v-sic) was equal to 27.9 counts avg/day, in 1.18 days, between (B)(6) 2012 06:37:57 and (B)(6) 2012 11:02:42. The lead integrity alert was triggered for lead failure predictor on (B)(6) 2012 07:46:23.